Event description:
It was reported that the patient had his pump and catheter removed on (B)(6), 2012 due to an infection at the pump site. The reporter stated that the pump was actually exposed through an open incision in the left abdomen. Beginning (B)(6), 2012 the patient noticed symptoms such as feeling bad, clammy skin and flushed face. It was also reported that the patient pushed on his abdomen and pus came out. A culture was taken from the pump pocket; however, the results of the culture and the patient's outcome were unknown at the time of this report. A follow-up on the patient's status was requested. The pump contained morphine 50.0mg/ml, 11.003mg/day, and bupivacaine 30.0mg/ml, 6.602mg/day.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter product ID 86 3720, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6), product typ pump. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that following the pump explant for infection, the patient's status was recovered without sequelae. Also reported was patient did not require hospitalization.